Manufacturer narrative:
Consumer stated that a piece of their tooth broke off. Date of event is approximate. Report source: complaint received from (B)(6).

Event description:
Consumer stated that a piece of their tooth broke off due to excessive vibration of the sonicare power toothbrush.

Manufacturer narrative:
Analysis results: the root cause of the customer's complaint could not be determined as the products operate within specification.